Event description:
It was reported that during follow-up, the device was found to be past end of life upon interrogation. Review of the session record revealed sharp drop in voltage resulting to eol between (B)(6) and (B)(6) 2014. It was noted that a capacitor maintenance was performed in (B)(6) 2014 with a recorded charge time limit exceeded. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.